Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16235. It was reported the patient lost effective therapy after a fall. The patient's lead was fractured and the issue was confirmed via x-ray. Additionally, patient's ipg was at low voltage. As a result, surgical intervention occurred wherein the ipg and lead was explanted and replaced to address the issue.